Manufacturer narrative:
(B)(4). Date sent: 07/26/2021. D4: batch # 192a29. Additional information received: some stales were unformed. Bleeding and leakage occurred. The surgeon commented that it is acceptable that the device had a deficiency, but devices will not be used until he receives the official result of the investigation. The patient¿s condition is stable, and he/she was already discharged from the hospital. Additional information was requested, and the following was received: "did the patient require a blood transfusion? No further information is available. Did the leak occur intra-op or post-op? No further information is available. How was the leak addressed? No further information is available. No further information will be provided." Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open pancreatectomy, some stales were unformed at the 1st firing. The device was used on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.